Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for a device exchange procedure. The physician decided to electively replace the right ventricular lead as well. The new rv lead kept dislodging. The lead was not used and another lead was used. Patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.